Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Event description:
Information received by medtronic indicated that the patient developed a cough following cryoablation procedure. Medications prescribed by the patient's general practitioner did not help. Patient was seen by study principal investigator and was diagnosed with gastroesophageal reflux disease (gerd), possibly related to esophageal irritation during the cryoablation procedure.

Manufacturer narrative:
The device was not returned for investigation. Bin files were reviewed and do not show system notices or issues for the date of event. Bin files show at least 22 injections were performed with the catheter. There was no indication of product malfunction. This report will be recorded and trended.